Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4).

Event description:
Same case as MDR 2134265-2014-01887. It was reported that a vessel perforation occurred. The physician was performing rotational atherectomy. The target lesion was located in the 90% stenosed heavily calcified and tortuous circumflex artery. There was also a small bend noted about mid vessel. The physician successfully used a 1.25mm rotalink burr and then exchanged the 1.25 for a 1.50mm rotalink burr. While attempting to position the rotawire guide wire further distally in the lesion, the rotawire prolapsed. The physician was not able to "get the burr down" and cut the radiopaque segment of the rotawire guide wire off. The radiopaque segment of the rotawire guide wire was down in the vessel and the 1.50mm burr "caused a perforation". A covered stent was placed across the circumflex . Patient's condition was stable.